Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43mg/dl. The customer consumed glucose tablets and carbohydrates to address the bg level. The customer believed that the low bg level was caused by their personal settings requiring adjustments. Recommendation was made to consult with their health care provider to discuss diabetes management. Additionally, the customer stated that they overcompensated for their low bg by eating too many carbohydrates leading to a high bg level of 280mg/dl. The customer did not perform any additional action to resolve the high bg level due to the high bg level decreasing by their basal insulin deliveries.